Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with drain and flow issues. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 5851/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy at home. The patient was prescribed intraperitoneal vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The ip ceftazidime was discontinued upon culture results. The patient¿s pd catheter (not a fresenius product) was removed due to occlusion and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis following discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that is part of the normal flora on human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with drain and flow issues. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 22/apr/2021 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on 22/apr/2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of 5851/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy at home. The patient was prescribed intraperitoneal vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 1000 mg every day for two weeks. The ip ceftazidime was discontinued upon culture results. The patient¿s pd catheter (not a fresenius product) was removed due to occlusion and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 26/apr/2021. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis following discharge.